Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter, polyethylene lined light resistant tubing, secure lock, 259 cm. The reporter stated that in a patient with a medical order for parenteral nutrition, filter was leaking and nutrition was removed and discarded due to high risk of contamination. There was patient involvement, however no one was reported harmed as a result of this event.